Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument on universal surgical manipulator (usm) 1 had non-intuitive motion. The customer reseated the instrument, but the problem persisted. The customer replaced the instrument, and the problem was solved. The intuitive technical support engineer (tse) explained that the instrument might be defective. The tse asked the customer to return the instrument for failure analysis. The procedure was completed with no reports of patient injury. Intuitive followed up and received the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument. The instrument could not be moved from the start. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The surgeon also commented that the carriage was observed to be in the low position, even prior to attaching the instrument to the arm. It was unknown which arm it was. The instrument could not be moved, and the customer restarted the system immediately. The customer reseated the instrument, but the problem persisted. The drape is not available for return. There was no injury to the patient. The device was inspected prior to use. There was no damage or anything out of the ordinary. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred immediately after docking and forceps insertion. The patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.